Event description:
It was reported that the right ventricular (rv) lead had low sensing of r waves and when defibrillation threshold (dft) testing was done, there was undersensing and neither 25 nor 35 joules would convert the arrhythmia. About four days later, a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).